Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the health care provider (hcp) initially reported this event. The action taken to resolve the event was the ins was replaced. No further complications were reported or anticipated.

Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). A battery life estimation was requested for the patient's program as the ins was implanted on (B)(6) 2017, and at the end of 2017 it was already out. A telemetry printout from (B)(6) 2018 was provided and it showed that the ins was at end of service. The patient's programmed settings on group b program 1 were amplitude of 1.8 volts (v), pulse width of 360 microseconds, and positive polarity of electrodes 0 and 2 with negative polarity on electrode 1. Group b program 2 had an amplitude of 5.5 v, pulse width of 300 microseconds, and positive polarity on electrodes 12 and 14 with negative polarity on electrodes 11 and 13. Group b had a programmed rate of 80 hertz. Group a was also programmed, but amplitude was set at 0 v for both programs. Impedance measurements tested at 3 v had all results within normal range, with values ranging from 671 ohms to 1151 ohms. The ins had been used for 4884 hours.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.